Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted: (B)(6) 2017; 429888 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a repositioning procedure for the left ventricular (lv) lead, the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.